Event description:
It was reported that there was intermittent power to the bed due to a damaged siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.